Event description:
On (B)(6) 2011, pt reported having concerns with the infusion sets. Patient stated when he presses the blue button the infusion set needle will still be at an angle. Patient reported his blood glucose was 360 mg/dl on (B)(6) 2011 and he felt the infusion site and the insulin was leaking at the site. Pt stated he was able to bring his blood glucose to normal range using the infusion device. Patient's normal blood glucose range is 70-130 mg/dl. Pt reported the leak was coming from the infusion set cannula. Pt stated he is not sure if the cannula was bent. Pt reported he does hear an audible click and is using the insertion assist plus device. Pt stated insulin was not pooling at the infusion site. Attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.